Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "poor mechanical connection". The reported event was confirmed via visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination and functional testing due to the connector's locking mechanism not working properly or the inability of the battery to charge when it was connected to the charger. The spring inside the locking mechanism appears to be broken. Additionally, the battery failed the battery gas gauge testing due to a max error value of 9% which is an indicative of the battery's self-calibration being out of normal range of less than 5%. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. It is likely that the root cause of the reported event is due to broken spring inside the connector's locking mechanism. Per instructions for use: the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery connector was nearly unmovable. The battery was exchanged without consequence to the patient. No further information was provided.